Event description:
It was reported that the patient experienced pocket discomfort at both of the ipg sites. The patient also experienced ineffective therapy with their lumbar system, and the cervical lead had high impedances. Surgical intervention was undertaken wherein the lumbar system was explanted, and the cervical lead and ipg were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.